Event description:
A medtronic rep reported an inaccuracy that led to discontinuing the use of navigation while in a spine surgery. After a set of screw placements, a spin was taken and the surgeon reported that he was inaccurate by an entire level. Screws showed up one level away from where the surgeon was navigating. They finished the case successfully with fluoro. There was no impact to the pt.

Manufacturer narrative:
Pt weight is not available from site. The stealth archive has been received but review is still pending.